Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a depleted battery. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
Upon further investigation it was found that this is a duplicate of MFR report number 2518422-2024-40300.